Event description:
It was reported that an ilet pump intermittently required multiple presses of the wake/sleep button to turn on, occurring twice in one day, and the user was guided to confirm current firmware and perform a restart; no alerts or alarms were reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a device key/button responsiveness issue associated with the switch component, consistent with an electrical problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.